Manufacturer narrative:
A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having low flow alarms on their right ventricular assist device (rvad) during a recent procedure. The event log captured low flow events on (B)(6) 2022. It was also reported that the patient was off coumadin (warfarin) for the past two weeks due to gastrointestinal (gi) bleeding and was being monitored for thrombosis. Other than the anticoagulation status, there is no other concern for thrombus. Holding the anticoagulation did not resolve the gi bleed and the patient was in patient being treated for it. The low flows were likely caused by hypovolemia related to the bleed and they were occurring intermittently resolving with volume/ blood. Related MFR: 2916596-2022-15356.

Manufacturer narrative:
Manfactuer's investigation conclusion a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), reported events of gastrointestinal (gi) bleeding and hypovolemia could not be conclusively determined through this evaluation it was reported on (B)(6) 2022 that the patient was off anticoagulation medication and was being monitored for thrombosis. The controller event log file contained data from (B)(6) 2022 through (B)(6) 2022, per the timestamps. The controller periodic log file contained data from 20oct2022 through (B)(6) 2022, per the timestamps. No notable pump events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, provides information regarding the recommended anticoagulation regimen and international normalized ratio (inr) values as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. This section also lists hypovolemia as a potential late postimplant complication. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.